Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the reported issue. The fsr confirmed the reported issue as the touchscreen was blank and completely inoperable upon evaluation. The frr replaced the front panel but is currently waiting on additional replacement parts in order to return the device to manufacturer specifications. Upon a final investigation into the reported issue, a supplemental report will be submitted.

Event description:
The customer reported a blank touchscreen on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.